Manufacturer narrative:
Information contained in this report was previously submitted through asr (B)(4) on 27-sept-2007. A review of the device history record has been completed. No deviations or non-conformances noted. The event of infection (late onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture with infection.

Event description:
Left side rupture with infection. Pt. Reported going to the dr. Feeling really weak. Then noticed silicone leaking out of incision of the right implant. A week later felt pain on the left breast. Dr. Found left side to be ruptured as well. Device has been explanted.